Event description:
A call to technical services was made on (B)(6) 2013 stating that the patient had passed away and magnet was placed on this device. It was still spiking some pace at a rate of 85. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).